Event description:
It was reported to gems that the tilting chain of the tabletop broke during the control of the movement from the horizontal to vertical position. The table fell down to the ground with the pt on the tabletop. No injury was reported. This unit is being serviced by the customer or a third party. Apparently, no preventive maintenance was performed on this unit by the third-party servicer, which is considered to be the cause of the incident. A quotation to repair equipment will be sent to the customer.